Event description:
It was reported that the inflatable penile prosthesis (ipp) is malfunctioning and no longer working properly. The doctor thinks there is fluid leak and air in the device due to the cylinder de-gloving. The ipp was explanted without patient complications.

Event description:
It was reported that the inflatable penile prosthesis (ipp) is no longer working properly. The doctor thinks there is fluid leak and air in the device due to the cylinder de-gloving. The ipp was explanted without patient complications.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. The ams 700 momentary squeeze (ms) pump was visually inspected, leak tested, and examined using the microscope. No leaks were found however contamination was found within the pump therefore, the pump was unable to undergo functional testing. The ams 700 inflatable penile prosthesis (ipp) cylinders were visually inspected, leak and pressure tested, and examined using a microscope. The outer tube of cylinder 1 had detached in the proximal end of the cylinder. Cylinder 1 had a hole in the outer tube from kink resistant tube (krt) wear in the proximal end of the cylinder, causing a leak. Broken fabric threads from krt wear were identified. The outer tube of cylinder 2 had wear from krt wear in the proximal end of the cylinder. Cylinder 2 passed the leak test and pressure test. The flat reservoir was visually inspected, and leak tested. The reservoir had holes in the reservoir shell from wear at a fold, causing leaks. The reservoir krt was worn down to the filament. Based on the information available and analysis results, the identified damage within the components could have caused or contributed to the reported device no longer working properly events. Therefore, the reported clinical observations are confirmed.